Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp), including burst test values. Without product return, it cannot be confirmed whether or not there were surface abrasions on the balloon that could have been caused during the procedure. In this case, lesion/vessel characteristics likely contributed to the reported event.

Event description:
Report received indicated that the balloon had ruptured. The intended procedure was a percutaneous transluminal intervention of an unknown lesion. The vessel was described as severely calcified and mild tortuous with a 99% stenosis. The savvy balloon catheter was advanced to the lesion, and the balloon was inflated using an indeflator; however, the balloon ruptured at 3 atmospheres. It is unknown if any difficulty was experienced while advancing the catheter to the lesion or while crossing the lesion. There was no adverse consequence to the patient.